Manufacturer narrative:
Philips service replaced the bh-idm board, and the dc/dc ac1 converter replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no x-ray emission due to bh-idm board and dc/dc ac1 converter failure on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.